Manufacturer narrative:
H10. H3, h6: the device, used in treatment, has been returned and evaluated. The visual examination found damage to the back and right-side enclosure, the canister connection was also found to be damaged. The functional assessment established a relationship between the device and failure reported. The device was unable to generate or control negative pressure, this failure occurred due to the damage to the canister connector. Manufacturing records reviewed found no non-conformances or anomalies during production and the device met all specifications upon release into distribution. Complaint history for the failure reported has been reviewed with similar instances found in the previous four years. These instances are being monitored to determine if additional actions are required. The investigation into your complaint is now complete and has been recorded as individual component failure. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the device was found to be unable to generate alarms under expected alarm conditions. No patient harmed, and no injury reported because this was found during service and repair.